Event description:
Report rec'd from (B)(6) stating that the device needed service. During service, a damaged motor was found. The device was not used during surgery. It is unknown if there was patient/user injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).